Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported four unconfirmed false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Involving two patients and one lot number 211574. This MFR. Report addresses result three of four. The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test performed (B)(6) 2022. Additional testing using flowflex kit was performed on (B)(6) 2022 and generated a positive result. The consumer was reportedly symptomatic with cough, fever, sore throat, headache and fatigue. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 211574 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 211574 and device part number 195-430h / lot 207149. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 211574 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4 (exp. Date) h3 other text: device discarded; single-use device.

Event description:
The consumer reported four (4) unconfirmed false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 involving two (2) patients and one lot number 211574. This MFR. Report addresses result three (3) of four (4). The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test performed (B)(6) 2022. Additional testing using flowflex kit was performed on (B)(6) 2022 and generated a positive result. The consumer was reportedly symptomatic with cough, fever, sore throat, headache and fatigue. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.